Event description:
A healthcare facility in france reported via a fisher & paykel healthcare (f&p) field representative that the power fail alarm of the iw934 cosycot infant warmer was no longer functioning. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(6). Method: the subject iw934 cosycot infant warmer was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. F&p requested for further information from the healthcare facility, including the sequence of events. However, limited information was provided. Results: the healthcare facility has stated that the power fail alarm of the iw934 cosycot infant warmer was not functioning. There were no patient involvement reported by the healthcare facility. Conclusion: our investigation was unable to determine the cause of the reported fault. As part of f&p's quality control process, this involved the testing of the power failure alarm of every infant warmer on the production line for functionality, prior to distribution. The device technical/service manual contains a checklist which specifies that users perform safety, performance, and functional checks - including the power fail alarm at least once a year. Included in the warmer's maintenance checklist is a test of the super capacitor to ensure it is operating within specifications. The user manual for the iw934 infant warmer states the following: - "ensure all warmer parts and accessories are checked before returning the device to service." - "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hydrochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base." - "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces."

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in france reported via a fisher & paykel healthcare (f&p) field representative that the power fail alarm of the iw934 cosycot infant warmer was no longer functioning. There was no patient involvement as the issue was found whilst the device was not in use on a patient.